Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Facility information: (B)(6). On july 9, 2019, two implants were received, however, they do not match with the product description. Clarification is in process. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a breast augmentation revision with a saline mentor smooth round moderate plus profile 650 cc and experienced bilateral deflation. As a result, the patient had undergone removal on (B)(6)2019. This medwatch is for the left breast implant.

Manufacturer narrative:
On (B)(6), 2019 it was discovered that the two implants that were received were not the correct implants. Manufacturer¿s reference number: (B)(4).